Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced recurrent infections at abutment site, subsequently, oral antibiotics were administered (date and duration not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is submitted july 5, 2017.